Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence and insulin delivery. Customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.